Manufacturer narrative:
(B)(4). This follow-up report is being submitted to make a correction. An incorrect date of (B)(6) 2008 was entered in the initial report and has been corrected in this follow-up report to (B)(6) 2008.

Event description:
The customer stated that calibration failures involving the architect cmv igg assay have occurred. The following error messages were generated while attempting to calibrate the assay: 1400 "cmv igg calibration error, incorrect number of replicates on cal a", 3350 "unable to process test, aspiration error for pipettor" and 1119 "assay calibration failure, curve validity check failed". The operator stated the assay was being recalibrated because of controls shifting upward. The operator stated no incorrect patient results were generated due to the issue. Cmv igg results were reported out if the control values were within range within the batch run. No impact to patient management was reported. Abbott field service inspected the instrument due to the issue and found the s1 and s3 connectors for the wash cup were reversed causing the pipettor to not be washed properly. Due to the pipettor not being washed properly, the cmv igg reagent had become contaminated due to carryover from the pipettor. To resolve the issue abbott field service reconnected the s1 and s3 connectors in proper sequence so that the pipettor would be washed properly, replaced the pipettor, cleaned the wash cup and replaced the cmv igg reagent.

Manufacturer narrative:
During manufacture of the i1000sr module, the s1 and s3 connectors leading to the pipettor probe's wash cup valves were reversed. Due to the s1 and s3 connectors being reversed, the pipettor probe's exterior was not being washed. In addition, the interior of the pipettor probe was not being adequately washed as the system's design intended. The improper washing of the pipettor probe can lead to sample-reagent and reagent-sample carryover. A review of worldwide complaints from april 01, 2008 (month instrument was released) through november 24, 2008, showed no similar customer complaints have been received. In addition, an in-house inspection performed of all i1000sr instruments in manufacturing showed no similar connection issues on the wash cup manifold. The manufacturing assembly instructions for the i1000sr have been updated to include specific assembly instructions for the connectors and an independent verification step prior to releasing the assembly from the workstation.a mandatory technical service bulletin (tsb) 117-004b, released 10/21/2008, requires abbott field service to inspect all i1000sr instruments currently being installed in the field before they are released for customer usage. The architect i1000sr service and support manual (revision number 201971-106) under installation procedures, processing module preparation requires the field service representative to bring the instrument up to date on all current tsbs as part of the installation process. In addition, this tsb requires field service to inspect instruments already released for customer usage for this issue. This is the final report.